Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, noise was noted in the atrium channel. The atrial lead was reprogrammed to bipolar mode and continued to show noise. Proceeded to unplug the programmer and plug it into another place, measuring the cable back into bipolar and unipolar mode and the result was the same. Proceeded to change the polarity of the cables by reversing the poles and the result was the same, noise. Another lead was implanted. No patient complications have been reported as a result of this event.